Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis conclusion indicated current leakage in the integrated circuit due to gate/cap oxide breakdown. Review of the device memory data showed evidence of unexplained voltage drop while the device was implanted. Hybrid analysis determined that the low battery voltage was due to high system current drain. The excessive current drain was due to a defective integrated circuit in the driver circuit low power supply. If information is provided in the future, a supplemental report will be issued.